Event description:
This is report 2 of 2 for (B)(4). It was reported through post market studies that a patient underwent an anterior cruciate ligament reconstruction surgery on (B)(6) 2024 using a rgdfix fem3.3mm st br xpin kit device and intrafx advbr scw10x30w/lgshth device along with a speedtrap grn/white 30mm 4pk device and speedtrap white 30mm 4pk device. According to the reporter, the patient reported post operative joint stiffness. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a1: patient identifier: (B)(6). E1: initial reporter facility name not provided. The complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (166l211), and no non-conformances related to the reported complaint condition were identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: based upon additional information received from the surgeon involved with these studies, it was revealed that for all of the patients, the j&j devices listed were unrelated to the complications reported. Since there was no allegation of malfunction against the device, this complaint is not reportable. Therefore, the initial medwatch report is being retracted. If additional information should become available, a supplemental medwatch will be submitted accordingly.